Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding, cardiac arrhythmia, and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The leukocytosis resolved without sequelae on (B)(6) 2021. It was reported that the patient also had anemia post-implant which was ongoing as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the baseline white blood cells (wbcs) on (B)(6) 2021, pre-implant was 7.93 and post-implant it was 11.63, 13.11, 18.41, and 20.83. It was also reported that the patient experience bleeding on (B)(6) 2021. Two units of packed red blood cells (prbcs) and one platelet (plt) was given during the bypass for oozing. The bleeding resolved without sequelae on (B)(6) 2021. The patient's wbcs were starting to downtrend on (B)(6) 2021 to 20.22, 19.61, and 16.59. A chest x-ray on (B)(6) 2021 revealed there was left retrocardiac opacity, which could have reflected pneumonia versus atelectasis. Chest x-ray on (B)(6) 2021 revealed hazy left basilar opacity which may have reflected atelectasis or developing pneumonia. On (B)(6) 2021, antibiotics were started. The patient was febrile and had elevated procalcitonin. On (B)(6) 2021, leukocytosis persisted. Procalcitonin was elevated - 0.35. Antibiotics were administered, time to maximize concentration was 38.2. Cardia arrhythmia was noted on (B)(6) 2021 when the patient's heart rate dropped to the 30s bpm overnight. The patient was administered digoxin and metoprolol. Electrophysiologist set the lower rate limit to 60 as the ventricular assist device (vad) flow dropped with the slow heart rate. The cardiac arrhythmia resolved without sequelae on (B)(6) 2021. Electrophysiology (ep) saw the patient for low heart rate below the lower limit and increased output and telemetry appears to show heart rate below lower set limit for less than 10 seconds. It appeared to be a non-captured beat and possible short period of oversensing.